Event description:
Product analysis for the returned serial cable was completed. Analysis was performed which found the mechanical problem was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming system was unable to perform device interrogations. The usb serial cable was replaced and the issues resolved. The suspect serial cable has not been returned to date.

Event description:
The complaint serial cable was returned to the manufacturer. Analysis is expected but has not been completed to date.